Event description:
Rptr had lasik surgery. Though surgery was called a "success" by the dr rptr now has 20/15 vision. Rptr started experiencing "floaters" in eyes one month after the surgery. Floaters have progressively worsened to the point that rptr's vision is severely affected. Rptr works with computers all day and can barely read the screen due to the large amounts of "debris" floating around field of vision. Rptr did independent research which indicates that floaters are a possible side effect of lasik caused by the suction ring which is placed on the eye. Rptr reported problem to the surgeon and he dismissed rptr, saying that rptr probably always had floaters but never noticed them before, or that they are just a result of age. Floaters are common in people in their 50's or 60's. Also rptr has a very large number of them. Rptr's own eye dr said rptr has a lot of them that they never had before, and that they can be the result of lasik. Rptr's vision is much poorer than it ever was, especially given the fact that nothing can be done about the floaters according to several drs. At least rptr's nearsightedness was correctable with glasses. Rptr is concerned why the FDA is not tracking the side effects of lasik and requiring the drs to do so. It is easy for dr to tell rptr there is no correlation between lasik and floaters if rptr is not being required to track such a potential correlation.